Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had high and unstable thresholds and exhibited loss of capture at all outputs during lead manipulation. The lead also had low and variable impedance. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.